Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the gas valve. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed a flow setpoint test during service testing. There was no patient involvement.